Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a japanese patient had developed a red, itchy, and painful irritation under the lifevest. The patient's physician prescribed a medication for the irritation. The outcome of the irritation is not known.